Event description:
Complainant alleged that the medics were attempting to pace a patient's heart rhythm (age and gender unknown), using both the multi-function cable and the three lead ECG cable with the device. The device exhibited excessive artifact and stopped pacing the patient. The medics then turned the device off/on, and the device performed appropriately for the remainder of the patient's transport to the hospital. Complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.